Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 05/10/2016 - the x-ray review confirmed the patient's liner was disassociated. Also noted, the patient had a leg length inequality and an eccentrically placed femoral head. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 05/10/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a liner fracture. Patient had twisted her leg and felt a pop. Update received 4/12/16. Clinical report was received stating that patient was revised to address pain, stiffness and subluxation of the femoral head. The head will be added for these symptoms.

Manufacturer narrative:
It was indicated in the original reporting the patient suffered a trauma and felt her leg pop. Examination of the returned devices and patient x-rays finds evidence to suggest the liner disassociated from the acetabular cup. Five of the six anti-rotation devices are fractured and the sixth is damaged. The rim is fractured at approximately 35% of its circumference. The liner is deformed, oblong in shape which may indicate impingement. Machining lines are still visible on 75% of the articulating surface, the other 25% has a worn/polished appearance. The eccentric wear indicates the liner was unevenly/edge loaded by the femoral head. The femoral head has metal transfer on the bearing surface from contact with the acetabular cup, further supporting the finding of disassociation. A search of the complaints databases identified no other reports against the product and lot code combination. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Product problem was not identified. Based on the inability to determine root cause, the need for corrective action has not been indicated. Monitor via sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.